Event description:
A user facility returned the olympus, model otv-s190, visera elite video system center to olympus for repair due to a report that the connector locker failed and could not "fix the scope". The problem, as reported to olympus, occurred during an otolaryngology examination. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was found that an image was not present due to failure of the video cable connector. This report is submitted due to the finding that an image was not present due to failure of the video cable connector, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was present due to failure of the video cable connector; the cause of the failure was assigned to corrosion due to fluid invasion. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty video cable connector which was from corrosion due to fluid invasion. Olympus will continue to monitor field performance for this device.